Event description:
The cylinders and pump were removed from the patient due to "partial displacement." Ams has requested additional info. Unsure if reservoir was removed at this time. Additional info received on 6/30/97 indicates erosion.